Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patients right atrial lead was sensing noise resulting in auto mode switch episodes; the lead also exhibited low pacing impedance. No intervention was performed. The patient was in stable condition would continue to be monitored.